Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that premature battery depletion was suspected. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the power consumption of this device has been increasing for over a year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. This device currently remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that premature battery depletion was suspected. A copy of device memory was saved and submitted for analysis. Engineering review of device data confirmed that the power consumption of this device has been increasing for over a year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.